Event description:
Dv5 forced feedback fenestrated bipolar forceps not recognized when placed on dv5 robot. Did not enter patient. Needs to be returned for credit. Delivered to metal cabinet in dirty utility room. Manufacturer response for fenestrated bipolar forceps, fenestrated bipolar forceps (per site reporter). Per [redacted name]: I am responding to the email sent regarding this incident as I was in the room. This instrument was the correct instrument for the robot. It was a dv5 instrument being used on the dv5 robot. A replacement of the same instrument was obtained and functioned for the duration of the case without issue.